Manufacturer narrative:
(B) (4). (B) (4) - wound dehiscence. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a rhinoplasty procedure on an unk date. The wound "broke down" a few days later and the pt had to go back to operating theatre for re-suturing. Additional info has been requested.